Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the rigid endoscope telescope was broken. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the legal manufacturer's final investigation. The device was returned for evaluation and the customer's reported issue was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the reported events could not be determined. It is likely the reported issue occurred due to the application of excessive force to the device as well as a mechanical force such as from a fall or collision. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.